Event description:
Wound was observed when the device was removed. Wound was first treated with a topical creme. Wound required plastic consult and consequently the wound was debrided and sutures required to close.